Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Subsequently, a revision procedure was scheduled. Prior to the replacement surgery a 10j shock was delivered and high shock impedances were observed, measuring 150 ohms. An x-ray occurred and there was space between the coil and the sternum. The physician suspected that the high shock impedances were due to the electrode position. The s-ICD and electrode were explanted and replaced, which resolved the issues. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Subsequently, a revision procedure was scheduled. Prior to the replacement surgery a 10j shock was delivered and high shock impedances were observed, measuring 150 ohms. An x-ray occurred and there was space between the coil and the sternum. The physician suspected that the high shock impedances were due to the electrode position. The s-ICD and electrode were explanted and replaced, which resolved the issues. The device is expected to be returned. No additional adverse patient effects were reported.